Event description:
On 4/27/1998 primary physician saw the pt on a follow-up office visit for pneumonia, and noted a heart rate of 50. He was then referred to the cardiology department. A third degree ht block without pacer spikes was seen on electrocardiogram. A pacer lead fracture was detected and surgical intervention was necessitated to replace the fractured spicardial lead.